Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display and after changing the battery pump wouldn´t turn on. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. The customer was changing the battery when the battery cap fell, after changing the battery none of them would work. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on the event date of 26-apr-2024 at 01:59:01.000. Pump alarmed a replace battery alert on the event date of 26-apr-2024 at 11:30:00.000. Pump alarmed a power loss alarm on the event date of 26-apr-2024 at 12:04:14.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, and corroded battery tube. Blank display was not confirmed during testing. Unexpected battery power loss was not confirmed. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.